Event description:
A cslp plate, implanted in 1995 broke post-operative. Patient indicates patient believes the plate broke when patient was hit from behind with a tow motor in 1996. Plate was removed and replaced during surgery for another ruptured disk.